Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with four infusion sets. Three infusion sets did not stick and one had a bent cannula. His belt clip also broke. Customer's blood glucose level was 559 mg/dl. He treated his high blood glucose level with the insulin pump after he changed the infusion set. The device was not returned.